Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through a medwatch (mw5088178) "cement to be used during a titatium right total arthroplasty, cement took 5 mins to dry instead of the standard 15-20 mins which caused the surgery to go on for an additional 7 hours. Once the titatium hip joint was placed in cement, it would not come out. The surgeon had to chisel out the cement and start surgery all over again."